Event description:
A surgeon reported that a knife edge was noted to have a defect during a procedure. The product was exchanged in order to proceed with the incision. There was no harm to the pt. Clarification was received indicating that the "defect" was a dull knife edge.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).